Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The reported symptom upstream occlusion was verified through a review of the event history log by the presence of multiple ¿upstream occlusion!¿ alarms. Evaluation revealed that the cause was an out of specification ultrasonic sensor and was unable to be calibrated. The upstream sensor requires replacement. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a false upstream occlusion during therapy (medication, dose, programmed amount and delivery rate unknown). There was no known patient injury or medical intervention associated with this event. No additional information is available.